Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that unidentified foreign debris was clogging the nozzle. Due to this clog, the air and water supply volume did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the suction, air and water cylinders had discoloration. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the plastic distal end cover had a dent. It was also observed that the adhesive around the objective lens and light guide lens had discoloration. Lastly, it was observed that the adhesive on the bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope air/water channel is defective. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was user error. Foreign material remained in the air/water nozzle because the device was sent to olympus without the user facility completing reprocessing. The event can be detected and prevented by handling the device in accordance with the following IFU: instruction manual gif-ez1500 operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
Upon inspection and testing of the customer returned device, it was observed that the air/water nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation.